Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a nitrex wire during patient treatment. It is reported during a femoral recanalization, attempt to cross the occlusion with the guide. While trying to withdraw from the site the tip of the guide was broken (loosened) over a distance of about 40cm. The guidewire could be removed. No consequences reported for the patient as the guidewire was successfully removed despite the break (delamination). No patient injury reported.